Event description:
Analysis of the device revealed that the coil was broken. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection showed that only the proximal part of the coil was attached to the delivery wire. The main coil distal end was not returned. Microscope analysis of the coil portion returned revealed that it was extensively stretched to such an extent it had resulted in a break. The delivery wire was kinked. Information available indicated that the coil was confirmed to be in good condition after unpacking and preparation. Therefore, based on analysis and information available, it is probable that procedural factors limited the performance of the device during the procedure resulting in damages observed.

Event description:
Analysis of the device revealed that the coil was broken. There were no clinical consequences to the patient.